Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that since the past week he is no longer able to hear with the device. There is no report of an accident or trauma to the implant site. Re-implantation is tentatively scheduled for (B)(6) 2016.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device has not been received yet.

Event description:
The patient reported that for the past week, he was no longer able to hear with the device. There is no report of an accident or trauma to the implant site.